Manufacturer narrative:
All buttons were functioning properly, however, corroded keypad traces were found on the insulin pump. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked belt clip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer just got off a ride and received the button error alarm. Customer was on a ride in disney world. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan. Customer did not have a back-up plan available and was concerned about her insulin flow.